Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the stimulation being too strong for the patient, even to the lowest intensity setting, was a pain problem caused by the primary disease, not by the stimulation feeling. The patient took medical consultation on jul/29, and an adjustment was performed at the outpatient visit. The cause of the stimulation feeling too strong even after decreasing the intensity level for the laying down position was unknown; a similar position was taken in the outpatient clinic, but the stimulation feeling was not a problem, and the doctor commented that the pain was due to the underlying disease.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported that recently they had noticed they had increased pain when going to bed / laying down, compared to before. The pt stated the settings should have changed depending on their posture. Factors contributing to this were noted to be unknown. During troubleshooting, it was confirmed that stimulation was turned on and adaptive stim was enabled. The posture was checked using the posture check function, and the stimulation was reduced. It was confirmed that operation was possible and the values on the screen had decreased, but the pt stated they did not feel any change in the stimulation. The pt was informed that if they still feel that stimulation is too strong even after lowering to the minimum intensity level, then they should consult their physician. The issue was not resolved. No product will be returned as it was still being used by the patient.